Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 550cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, suffered left breast that was flat on top, sits further down from the right, and did not look right after the initial swelling started going down. The patient was advice by a doctor that after sixty day, it was still healing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.